Manufacturer narrative:
¿Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet critical care (B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #:(B)(4).

Manufacturer narrative:
The investigation of the returned inspiratory pressure transducer printed circuit board (pcb) has been completed. The pcb was installed in a reference system for simulated use testing. The pressure sensor's bridge resistance was drifting, which caused drifting peep (positive end-expiratory pressure) and failed pressure transducer test, confirming the reported issue. The root cause of the pressure sensor's drift has not been determined. An evaluation of the received logs confirms the reported issue on (B)(6) 2017, date of event is updated accordingly. A drifting pressure sensor may lead to low/high (peep) and high airway pressure. This will be detected during pre-use check and during ventilation by generated alarms.

Event description:
(B)(4).